Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery or surgery it was discovered that the motor device "had a hole in the cord". It was unknown if the device was used in a surgical procedure or if there were any delays. The exact date of the event was unknown. The reporter stated that a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.